Manufacturer narrative:
B3: date of event: the event date was note reported. The first date of the month of the aware date was entered as an estimate.

Event description:
It was reported that device entrapped occurred. An opticross hd was selected for intravascular ultrasound (ivus) imaging. After pullback of ostium the ivus, catheter could not be retracted or removed. As a result, the entire system including guidewire and guiding catheter was removed together. The radial access could no longer be used to continue the procedure, so the procedure restart using a new femoral access point. The procedure was successfully completed with original device. There were no patient complications, and the patient made a full recovery.